Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the user interface holder was broken. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported broken user interface holder could be confirmed. The user interface holder was replaced and the ventilator was returned back to clinical service. No parts were received back for our technical investigation. The consequence of this mechanical damage is that the user interface may get detached and in a worst case scenario falls off the ventilator carrier. Based on similar complaint investigations the user interface holder has been exposed to a mechanical force greater than it is designed to sustain. The ventilator system was successfully tested for mechanical strength, with a peak acceleration of 15 g, pulse duration 6 ms, and total number of (B)(6) impacts. (B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Ref. Exemption #: e2018003. (B)(4). Contact person: (B)(6).

Event description:
(B)(4).